Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there were foreign objects on the scope connector case and the plastic distal end cover. However, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects on the scope connector case and the plastic distal end cover. There was no patient involvement.